Event description:
It was reported while using bd® enteral syringe with clear barrel and bd univia¿ connector foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: foreign matter/ moisture ( (B)(6)) o 11x (single 30ml sterile syringes) lot: old lot o 3x (3x30ml) sterile syringes lot: 2126409 o 9x (3x30ml) sterile syringes lot: 2126415 o 24x (3x30ml) sterile syringes lot: 2126415) through inspection prior to use multiple lots of med-rx bd sterile syringes for oral/enteral mostly contained moisture inside syringe tip and/or barrel, and few had unexplainable dark spots inside sealed packaging of syringes. All affected packages are bagged and set aside.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 2126409 and 2126415. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. For the unknown lot, a device history record review could not be completed. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.